Manufacturer narrative:
Section h6 health effect - clinical code: 4868 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported events could not be conclusively determined. Log files were submitted that appeared to capture the device operating as expected. Per additional information, the patient was intubated and bared down from coughing with an endotracheal tube. They were also fluctuating between hypotension and hypertension due to their sedation and pressors. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for initial implant and had been hypotension and hypertension. Medical team adjusted medication regime to address hypotension and hypertension. The patient was intubated and bared down from coughing with the endotracheal tube (ett). They were also going up and down between hypotension and hypertension due to their sedation and pressors. Device was operating as expected; the patient was stable.